Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5076 lead implanted: 2008 (B)(6); 4193 lead implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks. The lead showed no thresholds due to exit block, had high impedance and triggered warnings for oversensing. A fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, a lead noise alert, impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). 22555 lifetime ventricular sic are recorded beginning (B)(6) 2014. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and ventricular sic. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. A patient alert occurred on (B)(6) 2014 for lead noise. There are 10 non-sustained tachycardia, 12 noise supra ventricular tachycardia (svt) ventricular oversensing, 1 ventricular fibrillation (vf), and 5 "lead failure predictor" events of less than 220 ms v-v cycle recorded between (B)(6) 2014. Ventricular pace and rv tip to rv coil impedances rise from approx. 500 ohms baseline on (B)(6) 2014 to greater than 4000 ohms on (B)(6) 2014.